Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received reading of 5 mmol/l (90 mg/dl) on the sensor scan that led to hyperglycemia. No symptoms were reported. Customer was seen at the hospital where a reading of 40 mmol/l (720 mg/dl) was obtained on an unspecified meter. Customer received unspecified treatment from the healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received reading of 5 mmol/l (90 mg/dl) on the sensor scan that led to hyperglycemia. No symptoms were reported. Customer was seen at the hospital where a reading of 40 mmol/l (720 mg/dl) was obtained on an unspecified meter. Customer received unspecified treatment from the healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was added based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received reading of 5 mmol/l (90 mg/dl) on the sensor scan that led to hyperglycemia. No symptoms were reported. Customer was seen at the hospital where a reading of 40 mmol/l (720 mg/dl) was obtained on an unspecified meter. Customer received unspecified treatment from the healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.